Manufacturer narrative:
UDI reference number (B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, as the 26mm sapien 3 ultra valve/commander delivery system was being advanced through the esheath, the operator reported having difficulty at the arteriotomy. The esheath was repositioned. However, during advancement of the commander delivery system, the operator lost wire access from the ventricle. The commander delivery system was removed, and a new system was used. Upon removal, the commander delivery system was visually inspected, and no damage or irregularities were observed. Shock wave had been performed to the iliac arteries prior to the procedure. During closure of the arteriotomy site, the artery was obstructed, and balloon angioplasty was required. Additional information provided confirmed no abnormalities were observed with the esheath. The loader was able to be fully inserted into the sheath/sheath housing. The esheath was not inserted at a steep angle. Difficulty was experienced when at the end of the partially expandable portion/beginning of the expandable portion. The delivery system was in the default position during insertion. After the esheath was removed, three closure device sutures were placed which sealed the artery completely, obstructing flow. The artery was then ballooned, and manual pressure was applied for hemostasis. It was perceived that one the closure device sutures snared a portion of the calcium and caused the closure complication. However, the physicians were not able to rule out the esheath as a contributor to the femoral artery injury, as no images were taken from the point when the esheath was removed and the placement of the third closure device was performed. It was also noted that initially only the iliac arteries had been pre-dilated, with shock wave and not the common femoral (arteriotomy site).

Manufacturer narrative:
The devices were not returned to edwards lifesciences for evaluation. The patient¿s 3mensio report was provided. Upon review, it was observed that the patient¿s access vessel was undersized per mld (minimum luminal diameter) requirement (<5.5mm). Tortuosity was observed on the access vessel. Calcifications were observed on access vessels. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the procedural training manual, delivery system insertion through sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. For the shorter loader configuration, keep loader in sheath until just before delivery system removal at end of procedure to maximize system working length. Note: longer loader can peel away and be removed. Note: aspirate as necessary during delivery system insertion. Note: take care when handling. Do not bend system either at the handle or tip. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Peel away longer loader for 20, 23, 26, and 29 mm valve size. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques: coda balloon, iliac occlusion balloon, reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be ready in every case. Consider vascular surgery. Surgeon should be in room at all times. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed due to unavailability of returned device and/or applicable imagery. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing nonconformance was unable to be determined. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, as the commander delivery system was being advanced through the esheath, difficulty was experienced when at the end of the partially expandable portion/beginning of the expandable portion. Additionally, the patient had undersized mld (minimum luminal diameter), calcification and tortuosity at the access vessels per the imagery review. The presence of undersized mld, tortuosity and calcification can create a challenging pathway during the delivery system insertion through the sheath, and it led to high push forces or resistance. Although a definite root cause is unable to be determined, available information suggests that patient (undersized mld/calcification/tortuous access vessel) factors may have contributed to the reported event. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The minimum required vessel diameter for a (14fr sheath is 5.5mm). In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, it was perceived that one the closure device sutures snared a portion of the calcium and caused the closure complication. However, the esheath could not be ruled out as a contributor to the femoral artery injury. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed due to the unavailability of returned device and/or applicable imagery. However, no manufacturing nonconformance were identified during evaluation. Although a definite root cause was unable to be determined, available information suggests that patient (undersized mld/calcification/tortuous access vessel) factors may have contributed to the reported event. Although no IFU/labeling/training manual inadequacies were identified, risk assessment (pra) has previously been initiated, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities.

Manufacturer narrative:
Reference CAPA-20-00141.